Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-05055, 2017865-2019-05057, 2017865-2019-05060, 2017865-2019-05063, 2017865-2019-05065. It was reported that the patient presented to the emergency room experiencing a fast heart rate and fever. The source of the symptoms were initially unknown. The patient previously underwent an unrelated procedure where the patient's device was explanted, and the leads were capped on the right side on (B)(6) 2019. A new system was implanted at the patient's left pocket. It was later discovered that the patient developed an infection at the patient's right pocket and was kept for observation. The patient was transferred to another facility where a left sided infection and redness was observed. Blood cultures indicated sepsis and bacteremia. The patient's entire system was explanted including the chronic capped leads from the right side. The patient was stable post procedure.